Event description:
The customer reported that on (B)(6), 2010 she was hit by a car going 45mph and was in the hospital for a month due to all the bones in her body being broken. The customer stated that she does not remember what it was her blood glucose reading at that time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.please medwatch report # 3004209178-2013-95951.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.